Event description:
Surgeon prepared & trialled ulna and discovered implant too large. Doctor asked "why doesn't implant match the trial?" The canal was already cemented; but not setup. Dr had to scrape out the cement; ream canal additional amount; re-cement; etc. Anesthesia time was extended 30 minutes or less. Implant remains implanted and no further problems are anticipated. The patient is 5 feet tall. The doctor describes her activity level as low to moderate.